Manufacturer narrative:
The autopulse resuscitation system model (s/n (B)(4)) was returned to the distributor and archive data was collected. The reported issue of user advisory 136 appearing on the screen was confirmed during review of the data archive files. A definitive root cause for the issue could not be confirmed. Note: autopulse nimh with s/n (B)(4)- 3003793491-2013-00607. Autopulse nimh with s/n (B)(4)- 3003793491-2013-00608.

Event description:
The customer reported to zoll distributor that when the autopulse device was turned on, an error appeared on the screen. Additional information was received whereby it was indicated that pt outcome is unknown as distributor has not received any reports of death or serious injury from the customer. The error message that appeared on the screen was a user advisory 136 (internal parameter corrupted) message. The user advisory was unable to be cleared. The system was able to be re-booted/restarted with no recurring errors. No adverse pt sequelae was reported.